Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump bolus wizard did not calculate the amount of insulin correctly. Customer indicated that he calculated manually and that there were two units difference in the pump's calculation. Customer also indicated that an unexpected alarm was received after a bolus delivery. Customer's blood glucose was over 400 mg/dl at the time of incident. Customer refused to troubleshoot as he stated that he doesn't like the pump. Customer was advised that the device would be replaced. No further information was given.